Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient stated that she is now voiding significantly less than before. The patient was advised to contact the healthcare provider. Additional information reported that patient had to cath after voiding as the voids were insufficient. The patient stated that her stools were harder and this does affect her ability to void. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.